Manufacturer narrative:
This is a final report. The product problem involved a delivery issue and as such no product will be returned for investigation. It should be noted the actual date of the medical event is unknown. The date listed is the date when abbott diabetes care became aware of the issue. The date of manufacture is unknown. The date listed as the manufacture date is the date that abbott diabetes care became aware of the issue.

Event description:
On (B)(6) 2011, a customer called the customer service center regarding a delivery issue. During the telephone call the customer reported "four nights ago they had a seizure as a result of not getting their meter". The customer had previously ordered a blood glucose meter on (B)(6) 2011. During the phone call the customer denied an injury had occurred. The customer declined to continue troubleshooting, noting they would call back with the information. The customer did not call back. Two attempts were made to contact the customer to obtain the missing information without success. It is unknown if the customer received third-party medical intervention or attempted to self-treat. There was no report of death or permanent injury as a result of this event.